Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leaking insulin in the insulin pump. The customer's blood glucose was unknown at the time of incident. Troubleshooting was not performed and the device will not return for analysis.